Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were hospitalized due to diabetic ketoacidosis on unknown date. The insulin pump was broken at the top. Customer stated that they were not able to open the battery compartment. It was unknown if auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.